Event description:
It was reported that the 9800 system had poor image quality with no contrast during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane and video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.